Event description:
Info received indicates the CPR function is not working.

Manufacturer narrative:
The technician found the pull switch for the valve was too loose. He adjusted the pull switch to repair the bed.